Event description:
Patient was undergoing a laparoscopic cholecystectomy and the endoscopic multiple clip applier would not release (device would not open back up after cutting tissue). Surgeon cut device away from tissue and continued with surgery.